Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence, patient dissatisfaction and possible atrophy of the urethra. A new aus device consisting of a 5.0 cm cuff, 61-70 cm h2o balloon and pump, was implanted. Additional information provided states the previous aus system was still in tact. The patient was stable and continent following the replacement surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence, patient dissatisfaction and possible atrophy of the urethra. A new aus device consisting of a 5.0 cm cuff, 61-70 cm h2o balloon and pump, was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.